Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on approximately (B)(6) 2018, the patient experienced a skin reaction. The patient¿s certified diabetes educator stated that the patient tried additional adhesives to keep the sensor on, including grif grips, skin tac and tegaderm. The patient experienced skin irritation to the point that she was literally raw like a sun burn. The diabetes educator told the patient to try flonase and tough pads. Exact date of medical intervention was not provided. No additional event or patient information is available.